Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 390 mg/dl while wearing the pod. The patient reports they had delivered boluses. Once at the hospital the patients pod was removed. The patient had blood drawn frequently and blood glucose levels checked. The patient was treated with an insulin drip. The patient was discharged from the hospital after 5 days. The patient was able to resume pod wear after this event. The patients pod will not be returned as it has been discarded.